Event description:
During an unknown procedure the devices would not lock during the procedure, another device was used to complete the case with no patient consequence. Two devices are being returned.

Manufacturer narrative:
H4,6: information anticipated, but unavailable at this time.510k#: exempt